Event description:
It was reported that, during instrument inspection, it was noticed that the 45mm tandem trial shell and the tandem straight trial handle were stripped, not allowing them to attach to each other. Back-up devices from smith and nephew were available. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the trail has several scratches, burrs and deep gouges. Also the threads on the trial are damaged. There is no lot number on this device. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.